Event description:
The user facility reported that the sheath "unraveled" during withdrawal from the patient after a procedure. Reportedly, the entire device was removed and the procedure was completed successfully with no patient complications. Additional event specific information has not been made available.

Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the failure investigation was based on assessment of the user facility information and representative retained samples. Quality record review and trending were limited due to the lack of specific lot number information. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. While the cause of the reported event cannot be definitively determined based on the available information, the description is consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance. There is no indication that the reported events were related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.